Event description:
Gore-tex suture was used to complete implant of a dualmesh for the repair of a ventral hernia. Continuous suturing technique with 6 to 8 'cross' knots was employed. Postoperatively, the stitches became loose and the pt was re-operated the following day. The suture was removed and another lot of gore-tex suture was used to complete the repair. Following the re-intervention procedure, the same problem occurred; the stitches became loose again. Three days later, the pt was returned to the operating room and the sutures were removed. Polypropylene sutures were used to complete the repair. The pt tolerated the interventions well.

Manufacturer narrative:
A review of the mfg records was conducted. The review of the mfg and testing records verified that the lot met all pre-release specs. Note: two different suture lot numbers were used in this pt/repair. (B)(4). Note: medwatch (B)(4) was previously submitted on (B)(4) 2006 with an incorrect MFR registration number. This medwatch ((B)(4)) will serve as correction to the previously submitted medwatch ((B)(4)).